Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Blood glucose (bg) was over 400 mg/dl and the contact was not sure if it elevated over 500 mg/dl. The contact declined to provide further information and reportedly, contacted the clinical diabetes specialist.